Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Tibial tray component loosened and revision surgery was performed in 2007.